Manufacturer narrative:
A visual inspection was performed on 1 opened and used enlite sensor found the sensor cannula was bent and retracted at the top of the sensor base; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend when her blood glucose level was not low. Customer's sensor glucose reading was 40 mg/dl but her blood glucose level was 138 mg/dl. The insulin pump alarmed calibration error continuously when she tried to calibrate. After turning the sensor off for 8 hours, the insulin pump alarmed change sensor. One of the sensors was damaged. The customer was advised that the device would be replaced and agreed to return the product for analysis.